Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump, and the customer was advised on the steps to take upon receiving it, including returning the faulty pump using a pre-paid shipping label. The customer acknowledged and understood all instructions provided by technical support.